Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges dislodged from the pump due to damage on the pump. Blood glucose (bg) level was 357 mg/dl. Bg level was addressed by delivering a correction bolus and administering a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.